Event description:
It was reported that patients had some bladder issue. It was noted that the therapy was not on but they could not be sure if the epidural space was too constricted. The patient underwent an explant procedure wherein the entire spinal cord stimulator system was removed. The explanted devices was unable to return due to hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: (B)(4). Model: sc-8336-70. Serial: (B)(4). Batch: 7072972.